Event description:
The customer has observed high bias for the immulite 2000 prostate specific antigen (psa) on patient samples when using reagent lot 108. Two patient samples were run on an immulite 2000 instrument where the results were higher compared to results obtained on an alternate platform. Four patient samples were on run on an immulite 2000 instrument and the results were higher compared to results obtained on a second alternate platform. There are no known reports of patient intervention or adverse health consequences due to the high bias on the psa assay when using reagent lot 108.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - umdr (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.